Manufacturer narrative:
Manufacturer narrative: updated sections: b5, e1 contact, g3, g6, h6 health effect - clinical code, and device code(s). Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). As such, cases greater than 60 days or unknown implant duration are not consider reportable. In this case, endocarditis occurred 53 day post implant. Per microbiology report, the vast majority of infectious endocarditis cases stem from gram-positive streptococci, staphylococci, and enterococci infection. Edwards' multi-stage solution processing and the terminal ethylene oxide sterilization ensures that all microorganisms are rapidly inactivated. It can be concluded, this valve would not be the source of infection. This is not a serious injury. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information through its implant patient registry that a 19mm 11500aj aortic valve was explanted after a duration of fifty-three (53) days due to infective endocarditis. A larger size same model 21mm 11500aj aortic valve was implanted in replacement. The device was not returned for evaluation due to infection. Type and source of infection were not reported. There was no allegation of device malfunction.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 19mm 11500aj aortic valve was explanted after a duration of one (1) month, 22 days due to unknown reason. A larger size same model 21mm 11500aj aortic valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.